Event description:
PICC [peripherally inserted central catheter] was found to be leaking. When looking for the root cause, a crack in the hub was found and when fluids were reconnected, fluid was seen leaking from the crack.